Manufacturer narrative:
We are acknowledging receipt of the medwatch report. The customer has been contacted. A follow-up report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Incident as reported: davinci assisted hysterectomy/salpingo-oophorectomy - "we were doing a davinci case. A piece of trocar broke off in the patient. They did find the piece before closing."